Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Bottom part of the toothbrush head was coming loose (off) in mouth, oral-b [device breakage]. Case narrative: elderly male consumer reported via phone that the bottom part of the oral-b toothbrush head came loose in his mouth. No injury was reported. 18-jan-2025 follow up via picture: the suspect product lot was 80343184. No injury was reported.

Event description:
Bottom part of the toothbrush head was coming loose (off) in mouth - oral-b [device breakage]. Case narrative: elderly male consumer reported via phone that the bottom part of the oral-b toothbrush head came loose in his mouth. No injury was reported. 18-jan-2025 follow up via picture: the suspect product lot was 80343184. No injury was reported.

Manufacturer narrative:
23-sep-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.